Event description:
This rv lead was implanted on (B)(6) 2007 and was capped on (B)(6) 2012 due to lead had exposed cables under fluoroscopy. Lead impedance on lead was 250 ohms but otherwise functioning appropriately. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).